Event description:
It was reported that there were atrial and ventricular lead warnings. The atrial lead warning was from a year ago for high impedance, but has been stable for the last 6 months. The ventricular warning coincided with shoulder surgery near the implant site. The leads are still in use. No patient complications have been reported as a result of this event..

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.